Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump's batteries deplete as soon as self test is complete. It is unknown if there was a patient present during the reported event. No adverse event or injury was reported.

Manufacturer narrative:
Information was received on 12/17/2020 indicating that there was no patient involvement in this event. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem in that the "pump is depleting batteries as soon as self-test completes" was unable to be duplicated. Pump displayed "1871" error code on power up and battery depleted alarm messages when starting the pump due to motor being locked out. Service recommended motor to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.